Manufacturer narrative:
Philips service replaced the display 21.5 inch assembly and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system startup failed at '00:00' due to a flexvision pc issue on an allura xper fd20 biplane. The clinical use of the system was outside clinical use. There was no reported patient or user harm.